Event description:
This lead was attempted, but not implanted on (B)(6) 2011. Lead would not advance out vessel. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).